Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 48-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The implanted impella cp pump experienced high purge pressure and purge blocked alarms shortly following implant. Both the purge cassette and purge bag were swapped to troubleshoot the issue, but the failure remained. As a result of the ongoing issue, the decision was made to replace the pump. Upon explant, it was noted that the catheter on the impella was kinked near the motor housing. There was no patient harm.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. According to the clinical, after a couple hours of impella cp support high purge pressure and purge system blocked alarms were recorded. Product evaluation confirmed evidence of a catheter kink and purge line kink. No biomaterial was found. The cause of the high purge pressure was a kink in the purge line.